Event description:
Discordant ahbc and ahbs results during a pt cross-over study. No pt results were reported. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.